Manufacturer narrative:
This is the final report. The complaint was not confirmed, no new issues were observed and all results were within the range specification.

Event description:
A customer reported obtaining imprecise sequential readings on their meter. Customer reported receiving readings of "hi" (greater than 27.8 mmol/l) and 6.6 mmol/l within a 10-minute timeframe. When plotted on the parkes error grid the results fell in the 'c' zone, showing the difference in values are considered clinically significant. There was no report of death, serious injury or mistreatment.